Event description:
Additional information received on 01aug2019: it was reported that the procedure was completed using another same type device.

Manufacturer narrative:
Investigation evaluation: a review of complaint history, device history record , drawing, instructions for use , manufacturing instructions, quality controls, a visual inspection and functional testing were conducted during the investigation. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device noted the device was returned with the handle in the closed position and basket formation was closed, too. Three of the wires within the basket are broken. The basket formation shows evidence of laser damage. Functional testing noted the handle does not actuate the basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have had severe damage to the basket. Multiple basket wires were broken. The broken ends of the wires had a melted and blackened appearance, consistent with exposure to a laser. The provided information stated the issue was discovered before use, which would preclude laser exposure as a cause of the basket damage. The cause for the issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported prior to patient contact the user opened the package for a ngage nitinol stone extractor and noticed the basket wires were broken. It is unknown at this time how the procedure was completed. However, it has not been reported that the patient experience any known adverse effects due to this occurrence.